Event description:
On (B)(6) 2013 the reporter, the patient¿s mother, contacted animas to report that on (B)(6) 2013 the patient obtained the blood glucose reading of 470 mg/dl and experienced the symptoms of nausea and vomiting. The patient was admitted to the hospital with a diagnosis of dka and dehydration. The reporter alleged that the pump was not recording all the bolus doses the patient had programmed to be delivered. A review of the pump history revealed several dates in which only one or two bolus doses were programmed. Troubleshooting revealed the pump settings, basal rate and date/time were correct. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. The issue was not resolved. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia after the pump issue occurred and was admitted to the hospital in dka. Therefore this complaint is being reported.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed the last basal and bolus deliveries were recorded on (B)(6) 2013. A replace cartridge warning was recorded at 03:22 on (B)(6) 2013. Insulin delivery resumed 57 minutes later, at 04:19 on (B)(6) 2013. Only typical usage was observed in the alarm history. There was no evidence of cancelled boluses in the pump history. The total daily doses correctly reflect the user¿s settings, revealing the pump was delivering insulin accurately until the last date of use. The pump was exercised for 29 hours without incident. The pump was found to be operating within the required specifications and delivering insulin accurately. Investigation did not confirm or duplicate a pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.